Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient has halos, poor contrast sensitivity, and eye are worse when wearing corrective lenses. The patient is unable to get adequate correction even with reading glasses.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures two months ago, she has been experiencing difficulty seeing at all distances, near vision was better with bifocals before the surgery, has to use a bright light to read up close, and has difficulty driving at night additional information received states that the patient is miserable, feels eye strain, and wants the lenses removed because she feels these lenses are not right for her eyes. She saw another ophthalmologist and her vision is not correctable to better than 20/50. The patient also has posterior capsule opacification and has been advised not to do laser treatment if iol exchange is needed. The patient has been referred to a retina specialist. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.